Event description:
It was reported that the right ventricular (rv) lead had no capture at highest outputs due to a perforation of the right ventricle. It was also reported that the rv lead had decreased sensing and increased threshold. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.